Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to component. Field service engineer replaced jaw board to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medbank system drawer failed. The customer stated that drawer was not opening and noted that drawer 10 is highlighted in yellow among the populated buttons, preventing access to the medications. There were no adverse events or injuries reported based on this event.